Manufacturer narrative:
The lens was returned posterior surface up in the lens case. A small amount of viscoelastic was dried on the lens. Neither haptic was broken. No lens damage was observed. Complaint and product history records were reviewed and documentation indicated the product met release criteria. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. No problem was found with the returned lens. The lens was returned and the haptics were not broken. No lens damage was observed. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, the haptic was broken before surgery. Additional information has been received an stated there was no patient contact.